Event description:
The usci hemaflex sheath was placed into the right femoral artery in preparation for a pcta. Blood was withdrawn via a side port and the sheath was flushed. The m.d. Was unable to pass an 8l4 guide cath through the sheath.